Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high thresholds and no capture in all vectors. An x-ray found the lv lead had dislodged and was now located in the right ventricular outflow tract. The lv was explanted and found to have several kinks, therefore the physician decided to implant a replacement lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.